Manufacturer narrative:
(B)(4)b5: describe event or problem - additional information h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information h6: additional information

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional test results was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been returned and the investigation is being reviewed. A follow up report will be submitted upon completion. No injury or medical intervention was reported.